Manufacturer narrative:
Patient identifier has not been provided by the site. An onsite investigation was conducted by technical services and the clinical specialist. The following troubleshooting steps were done: exited sw and attempted to manually push the exam from the orbic: nothing happened for a few moments on the navigation system and then it displayed an exam transfer error and to please check the patient exam information was correct or to re-spin the patient. Through troubleshooting, it was determined that the c-arm used for this procedure functions normally with other navigation systems. Likewise, this navigation system communicates normally with other scanners. A full system check-out has been completed on this navigation system and all tests passed. Root cause cannot be determined, as the site is no longer interested in troubleshooting.

Event description:
A medtronic representative reported that during a spinal fusion procedure, images from a c-arm would not auto-transfer to the navigation system. The navigation system indicated an established connection with the c-arm, but when a scan is acquired, the navigation system gets stuck waiting for the exams to be transferred. The software was then exited and a manual push of the exams was attempted. This caused an exam transfer error to be displayed on the navigation system, and the images again did not transfer. Medtronic navigation was discontinued because of this issue and the procedure was completed without the navigation system, after a delay of 10 minutes. No patient impact was reported. No additional details were provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and opted to replace the computer. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The suspect computer was returned to the manufacturer and is currently analysis.

Manufacturer narrative:
Additional information: through on-site troubleshooting by medtronic reps with site radiology staff, it was concluded that the scan identifiers are not being properly generated by the siemens orbic imaging system. The version of the firmware running on the oribc systems at the site was generating non-unique scan identifiers that cannot be accepted by the medtronic stealthstation for navigated procedures. To ensure a 1:1 relationship between patients and their procedures, the scan identifiers cannot be duplicates and must be properly embedded into their corresponding dicom series. This issue has only been reproducible on the siemens orbic outdated firmware instances at the site. Also, while troubleshooting at the site, medtronic and site personnel developed a work-around that entailed creating a new patient on the siemens orbic, retaking the scan, and sending the new scan to the medtronic stealthstation. The site is currently performing their cases using this work-around. The software investigation concluded that the siemens orbic firmware was not up to date. And medtronic software functioned as designed. Correction to initial MDR decision: based on the findings above, the reportable malfunction was on a device not manufactured by medtronic (siemens orbic imaging system). If this information was available during the initial review, the reported event would not have been considered a reportable malfunction by medtronic.